Event description:
It was reported that this pacemaker had a history of exhibiting far field over sensing (ffos) on the atrial channel since 2022, for which the device was reprogrammed at that time. Currently, the device exhibited under sensing due to fine atrial fibrillation below the sensing threshold. This pacemaker remains in service. No adverse patient effects were reported.